Event description:
The customer reported that the extension set leaked at the smartsite valve during flushing as the valve did not open. The customer noted that one of the smartsite ports is slightly depressed. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.